Manufacturer narrative:
Per the service report, the customer reported an issue with the footswitch. The company representative examined the system and found no issue with the customer¿s footswitch. The representative did note a fluidics related system message in the system¿s and switched out the fluidics module to address this. The system was then verified to meet all product specifications. No further information was provided and no samples were returned for further evaluation. For this reason, steps could not be taken to confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported that a system message displayed during a cataract extraction procedure. After a delay of more than 15 minutes, the procedure was completed with no harm to the patient.